Event description:
Pectus stabilizer originally implanted in 2004. Pt complained of pain after he lifted a rather heavy object with his right hand. Preop x-rays showed the stabilizer was broken. Removed broken pectus stabilizer in 2007.

Manufacturer narrative:
Method - visual eval of pictures of the broken implant, have not rec'd the actual implant back at this point. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.